Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported inability to fully close the clip was likely the result of the patient morphology/pathology. A conclusive cause for the reported mitral stenosis cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report mitral stenosis. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. The leaflets were grasped successfully, however due to calcification on the anterior leaflet, the clip did not fully close on the anterior leaflet. The decision was made to deploy the clip. The clip remained secure and stable. Mr was reduced to less <1, the mean pressure gradient increased to 6mmhg. No additional clips were implanted. No additional information was provided.